Event description:
Caller, pt's mother, reported the obturator does not fit and sometimes becomes stuck after the trach is removed and re-inserted for cleaning. The caller would sometimes use lubrication to help with the obturator insertion. Caller confirmed there was pt involvement, but no pt harm.

Manufacturer narrative:
(B)(4). Product is not returning at this time, but technical svc has suggested having a sample returned for evaluation. Customer will call tech svc once a sample becomes available for pickup. Mfg controls are in place to detect related defects and reduce the potential for occurrence during the mfg process. Info has been added to the database for trending purposes.